Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 107.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 107) has been confirmed. Upon investigation the monitor was unable to fire a pulse. The monitor's electrode belt connector had an open white pulse wire the root cause for the open white pulse wire could not be positively identified. There was no adverse event that resulted from the damaged monitor.